Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and had constant beeping due to vertical cracked lcd controller printed circuit board. Unable to verify open book alarm due to flashing white light on the display. No red x display was found. The insulin pump had minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer saw a red x on the display. The insulin pump was dropped/bumped. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.